Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, he needed assistant with restarting a bolus as the device alarmed no delivery due to running out of insulin. During troubleshooting customer stated his current blood glucose was 442 mg/dl and during the time of the incident it was 254 mg/dl. Customer contacted his primary health care physician and they stated issue might be due to the customer leaving the infusion set was in too long or the insulin was going bad. Customer had left the site in longer than three days. Customer was unsure if the basal setting were programmed correctly, customer was advised to speak to his doctor. Customer was unable to perform high pressure test as he didn't have a tubing clamp. At this time customer is not returning the device for analysis, as clamp was sent, and was advised to call back to perform high pressure test.